Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that solenoid valve vl64 was not working. The fse replaced the solenoid valve, which repaired the partial aspiration errors. The repairs were verified per established procedures. (B)(4).

Event description:
The field service engineer (fse) found the coulter lh 780 hematology analyzer was generating partial aspiration errors. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.